Manufacturer narrative:
The customer's meter was received for investigation. The meter would not power on during investigation. The meters printed circuit board was contaminated. The battery contacts were contaminated as well causing a power interruption preventing the meter from powering on. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter has been requested for return. The investigation is ongoing.

Event description:
The customer alleged a display issue with coaguchek xs meter serial number: (B)(4). Customer stated the results field is missing segments. They are only able to see the lower portion of the 888 that is shown during the display check. The middle and top portions of the 888 are missing. No misinterpretation of results was reported.